Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. Non-invasive testing was performed with the ventilator. The ventilator passed an extended test run using the customer's ventilator settings. During the final test, the ventilator had a slight non-conformance with the calculated vti average test. This slight non-conformance would not result in an inability to ventilate properly.

Event description:
It was reported that the ventilator did not alarm when connected to the patient. The patient's nurse went outside, came back in, and the patient was blue. CPR was started and the patient was sent to the hospital. It was reported that the patient had brain damage as a result of the reported event.